Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 10.4 mmol/l. The customer also reported a battery out limit alarm occurring. It was found the escape and act button was unresponsive on the insulin pump. Customer agreed to return the product for analysis.